Event description:
It was reported that during a breast biopsy procedure, they saw a fleck of metal in the radiograph, but it was not in the pt. They completed the case with no pt consequence.

Manufacturer narrative:
Date sent: 03/25/2009. Information anticipated, but unavailable at this time.